Manufacturer narrative:
Article citation: mu, euphemia w., et al. ¿histopathologic reaction patterns to differentially cross-linked hyaluronic acid fillers: a retrospective case series.¿ journal of cutaneous pathology, 22 dec 2020. Crossref, doi:10.1111/cup.13947. The reporter has declined to provide allergan further information regarding event, product, or patient details. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Health professional reported in the article ¿histologic reaction patterns to differentially cross-linked hyaluronic acid fillers: a retrospective case-series¿ that a patent was injected with juvéderm vollure¿ xc. The patient experienced ¿granulomatous reactions with varying numbers of eosinophils.¿ a biopsy was performed on the buccal cheek that noted ¿discrete foci of tightly cuffed palisaded granulomas.¿ the clinical impression was ¿filler reaction.¿